Manufacturer narrative:
As reported, while attempting to advance a 5f mynx control vascular closure device (vcd) through an unknown sheath, the outer sleeve struck the edges of the sheath hub, causing it to split. As a result, it became difficult to fully insert the device. Hemostasis was achieved with another mynx device. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The device was used in a diagnostic procedure using a retrograde approach. The deployer was mynx certified. The device was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. No excess force was applied during insertion. The device could not be fully inserted as intended.a non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed, and the stopcock was found closed. The sealant was present in manufactured position, and it was partially exposed due to the frayed condition observed with the sealant sleeves. This resulted in the sealant¿s exposure to blood and a premature swelling condition. Additionally, the syringe and catheter sheath introducer (csi) used in the procedure were not returned with the device for this analysis. No additional anomalies were observed. A dimensional test to measure the slit length of the device could not be performed due to the sleeves observed frayed condition. Per functional analysis, the csi introduction and withdrawal test could not be executed due to the condition observed in the sealant sleeves. Additionally due to the exposure of the sealant that could be considered as a premature deployment, the deployment test was executed by depressing both buttons to activate the device mechanism. This resulted in the full deployment of the sealant as expected.the reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed sleeves. The exact cause of the observed conditions noted could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ the product analysis and information available for review do not suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, while attempting to advance a 5f mynx control vascular closure device (vcd) through and unknown sheath, the outer sleeve struck the edges of the sheath hub, causing it to split. As a result, it became difficult to fully insert the device. Hemostasis was achieved with another mynx device. There was no reported patient injury. The device was stored and prepared according to the instructions for use. The device was stored and prepped according to the IFU. The device was used in a diagnostic procedure using a retrograde approach. The deployer was mynx certified. The device was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. No excess force was applied during insertion. The device could not be fully inserted as intended. The device will be returned for analysis. Addendum: the product evaluation showed the frayed condition of the sealant sleeves partially exposed the sealant of the device.